Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/5/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: battery compartment crack starts at the top and it goes all the way down to the case seal. Unrelated to the complaint, their is a faded and discolored display with reddish tint contrast.